Event description:
The customer alleges that the screw-thread of the connector was easily stripped and unable to connect with the flow rate.

Manufacturer narrative:
(B)(4). No visual or functional inspection can be performed since the device sample was not returned for evaluation. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based on the lack of the device sample. It is necessary to have the physical sample in order to perform a properly investigation. If the device sample becomes available this complaint will be reopened. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (031-033j: nebulizer adaptor 033, sterile , japanese) available at the facility. However regarding other customer complaints with this same issue, a CAPA file (B)(4) was opened to perform a further investigation for this issue. If device sample becomes available at a later date this complaint will be re-opened.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the thread on the adaptor was damaged. Based on the visual exam, the reported complaint was confirmed. A CAPA was opened to address the issue with the adaptors.

Event description:
The customer alleges that the screw-thread of the connector was easily stripped and unable to connect with the flow rate.